Event description:
It was reported that during a sensing test, the ventricle started to be paced despite intrinsic r-waves. The sensing test was being conducted about one hour after a shock was delivered, the patient having received multiple appropriate shocks including an external shock for vt (ventricular tachycardia). The sensitivity had been temporarily decreased during the sensing test, and when it was increased ventricular sensing occurred again. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.